Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient with this right ventricular lead presented to the emergency room symptomatic with dizziness. The lead displayed loss of capture, decreased sensitivity and noise with pacing inhibition. It also displayed varying impedance and threshold measurements between unipolar and bipolar configuration. During the lead revision procedure, the lead was found to be fractured at the subclavian site. The lead was abandoned surgically and a new lead was implanted.